Manufacturer narrative:
Returned device was received in a partially assembled physical condition with noted damage to the plunger head. Evidence of reported problem in event log was found. During the evaluation of the device it was determined that there were many missing parts such as a cable gaurd, battery, right plunger case, case seal, gear cam, push block, timing plates and time plate springes. After installing the missing and replacing the damaged parts of the plunger head, the issue was resolved. The fault was determined to be improper assembly of the device by the consumer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was experiencing an issue with the syringe plunger. There were no reported adverse events.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device sample was given delivery testing and found to meet with specifications. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. During production, the cadd administration sets are sampled for delivery accuracy testing at regular intervals. The reported issue was not confirmed during testing.